Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a light pipe was introduced into the eye's orbit through a trocar a few times and during one instance, the trocar came apart, during a vitrectomy procedure. Another pack was obtained and the procedure was completed with no patient impact. The product sample was retained. No additional information is expected.

Manufacturer narrative:
One opened trocar assembly was received in a bag for the report of trocar came apart. The returned sample was visually inspected and was found non-conforming with the hub separated from the cannula. Some adhesive was observed inside of the hub. Photos of the pak and product are attached to the parent complaint and have been reviewed by the investigation site. The product and lot information seen on the pak match what was reported. The cannula is seen detached from the hub. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. No additional action is required at this time. (B)(4).